Event description:
It was reported that, after thr surgery had been performed approximately 20 years ago, the patient experienced a wear of the reflection liner. This adverse event was solved with a revision surgery on (B)(6) 2023, in which the liner was exchanged. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, approximately 20 years after a total hip replacement was performed the patient reportedly underwent a revision and the liner was exchanged due to reflection wear. As of the date of this medical investigation, the requested clinical documentation including the surgical/operative report has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impacted beyond the reported cannot be determined. However, it was communicated, the ¿patient was not harmed as a consequence of this problem.¿ therefore, no further clinical/medical assessment is warranted. Should additional clinically relevant information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.